Event description:
It was reported that during a bronchoscopy procedure for diagnosis, once the forceps was opened up to take a biopsy it was discovered that one wire was disconnected on the device. They used a different product to complete the procedure and it was reported that there was no adverse pt reaction.